Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0qt5e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that he had interstim implanted yesterday, and his doctor instructed him to hook it up and turn stimulation up until he could feel stim sensation when he got home. The patient increased until he could feel stim sensation but then the stim sensation stopped right away. When the patient went to sit down he felt some pain but he thinks that is because of the incision. The patient was wondering if he should be feeling stim sensation all the time? No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.